Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to unknown reasons. The patient underwent surgical intervention to reposition the lead. Additional information from the field representative revealed that the lead was dislodged. This lead remains in service. No additional adverse patient effects were reported.